Event description:
It was reported that during preparation, the soft tip of the promus device was noted to be separated. The device was not used on the patient. The procedure was completed with another of the same device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the tip separation; however, the tip was torn. It is likely that the torn tip was inadvertently reported as a separated tip. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.